Event description:
It has been reported to philips that the allura device remains on but no x-ray was possible. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there is a malfunction with the cardio swing. Upon some functional test fse confirmed that tube bodyguard cover disassembled for that the c-arm movement is very slow. The fse replaced the tube cover repair kit and performed bodyguard calibration. After replaced the tube cover repair kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.